Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose. Customer's blood glucose was 49 mg/dl and after correction it raised up to 323 mg/dl. Customer's current blood glucose was 158 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting was done for high blood glucose and under delivery. Customer had been using insulin pump system within 48 hours of reported high blood glucose. Auto mode feature was unknown during the time of event. The insulin pump will not be returned for analysis.